Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: 2ml. Procedure: unknown. Cathplace: unknown. A fast flow was reported. The pump infused in 3 days instead of 4 days. No adverse event reported. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample not available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.